Manufacturer narrative:
A direct cause for the reported infection could not be conclusively determined. The report of low flow alarms could not be confirmed through this evaluation as no log file was submitted. Additionally, a direct relationship between the device and the reported low flows could not be conclusively determined. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient developed a new osseous erosion adjacent to the t7-8 and l3-4 disc spaces which could be degenerative in nature given the patient's bacteremia. These findings were concerning for osteomyelitis and discitis and findings were consistent with vertebral osteomyelitis. The patient was recommended 8 weeks of intravenous antibiotics followed by suppressive oral therapy. On (B)(6) 2019, an abdominal/pelvic CT scan with contrast showed no fluid collection along the driveline. No more findings concerning for infection in the abdomen or pelvis. On (B)(6) 2019. Blood cultures from (B)(6) 2019 were without growth in 5 days. The patient was to continue ceftaroline 600 mg intravenously until (B)(6) 2019 and vancomycin until (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a 4 day history of loose stools. He had a decreased appetite and not eating well. He had unintended weight loss while being off of lasix. He was also having some orthostasis with standing. No fevers. Patient was admitted for continued work up for potential infectious causes. Patient was discharged (B)(6) 2019 after an admission for presumed self-limited viral gastroenteritis. Shortly after discharge 2 out of 2 blood cultures from admission were positive for gram positive coccis in clusters. Additional information was received on (B)(6) 2019: blood cultures returned positive for gram positive cocci in clusters on blood cultures drawn on (B)(6). Bacteremia 2 out of 2 gram positive cocci in clusters. Patient denies any fevers or chills. He has a chronic dry cough that is unchanged. The drive line site has had a small amount of brown discharge since implant, this has not increased or changed. No purulence from the site. Additional information from gfe was received on (B)(6) 2019: the patient was put on IV vancomycin for 8 weeks. His condition is stable.